Event description:
A malfunction alarm with code "malf 3" was reported, but no notable events occurred prior to the malfunction. Customer continued to use the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support arranged for the replacement of the pump, confirmed the shipping address, and provided instructions to the customer on storing and returning the problematic pump using a pre-paid label within 10 days. The customer acknowledged these instructions.